Event description:
The following is based on medical records (implant operative report), which was included in the initial attorney's report: on (B)(6) 2009 - pt was implanted with a marlex mesh during a vaginal vault suspension, marshall-marchetti-krantz procedure (correction of stress incontinence), bilateral salpingo-oophorectomy and posterior repair. The attorney report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney's report alleges that the pt was implanted with a bard flat mesh on (B)(6) 2009 during a pelvic procedure. The medical records provided were limited and only included the implant operative report. The operative report mentions "marlex mesh" but does not include any product identifiers, nor does it indicate the products MFR. No specific device failure has been alleged. We have contacted the initial rptr to request add'l info and if available, to request return of the device for eval. W/o a lot number a review of the mfg records could not be conducted. With the currently available info, no conclusion can be drawn. This MDR includes all pt, event, and device info davol has rec'd to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.